Event description:
It was reported that prior to the start of an unspecified da vinci-assisted surgical procedure, the customer noticed that one side of the tip-up fenestrated grasper instrument tip broke off and the other side of the tip was noted to have a slight crack. This was noticed during setup, prior to the patient even being in the room. It is unknown as to when the tip breakage incident actually occurred, but the site was confident there was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown when the actual breakage occurred, as the broken instrument was discovered during set up, and the instrument was removed from the room before the patient entered the operating room. There were no mentions of any fragments falling into the patient previously.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received, the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at the midpoint. A piece approximately 0.42" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned. Other grip tip was found cracked but with no missing material. Common causes of the failure mode broken/cracked instrument grips-tips are typically attributed to the user, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This complaint is being reported due to the following conclusion: it was reported and confirmed by failure analysis investigation that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during a procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.